Event description:
It was reported that the patient experienced blurry vision and difficulty focusing on distant objects and printed materials following implantation of a preloaded multifocal intraocular lens (iol), model dfr00v, in the right eye. Vision was initially good after surgery; however, approximately two years ago, the patient began experiencing intermittent episodes of blurry vision. The physician diagnosed dry eye and prescribed lubricating eye drops, which provided temporary improvement. Although the dry eye symptoms later resolved, the patient continues to experience persistent blurry vision rather than occasional episodes. A yag laser treatment was performed one month ago, but the problem remain. According to the patient, vision sometimes becomes very blurry and problematic, while at other times it is clear enough to tolerate. The complaint device remains implanted. No additional information was provided.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is on or after to (B)(6) 2021. Section d6a: implant date: (B)(6) 2021. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code: 4619-hm-blurry vision (impacting daily life activities) : vision blurred (impacting patient daily life activities). Section h6: health effect- impact code:4613- hm-dry eye : dry eye. Section h6: health effect- impact code 4625- pt-secondary surgical intervention : surgical intervention. Section h6: health effect-impact code 4644- pt-medical intervention : interventional procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.